Event description:
Pt with uretic stone. Uretic stent inserted antegradely in 2000 prior to lithotripsy. Stent would normally have been removed by urologist via cystoscopy post lithotripsy. Radiopaque marker band on proximal end of stent became detached and was loose in renal collecting system. Required surgical percutaneous nephrolithotomy procedure under general anesthetic to remove loose fragment of stent which would otherwise have formed focus for further stone formation in kidney.